Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 187 mg/dl. The customer stated that she started to have a problem with her pump since (B)(6). The customer stated that the screen is not working. The customer stated that she took a shower last night and the pump was working. The customer stated that she noticed it was disconnected and suspended it. The customer was advised to insert new aaa alkaline batteries. The customer stated that the screen did not return back to normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the liquid crystal display circuit board. No missing segments could be confirmed on the display due to a blank display. The insulin pump was received with a cracked reservoir tube lip.